Event description:
The surgeon reported the probe cutting performance was not good. The probe was switched out twice and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The samples will return for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).